Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump up arrow button was unresponsive. Customer stated that numbers are not ramping on their own and the scroll bar was not moving with no input. Customer states that insulin pump was neither dropped nor exposed to moisture and block mode was active. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.